Manufacturer narrative:
One sample was received. Functional testing was able to confirm the reported problem. However, it is not possible to confirm that the damage defect that produced the failure was generated during the manufacturing process, due to the current controls on the line: 100% visual inspection and 100% leak test.

Event description:
It was reported that there was a continuously occurring air leak. The event occurred during priming at the facility, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.